Event description:
Implantable spinal fusion stimulator placed approximately 3 1/2 years ago at another facility. Stimulator and hardware removed at reporting facility because of two broken s1 screws. Pt had been having low back pain (unknown length of time). Or notified risk management dept of event.